Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling patient to 36c in an arctic sun device trying to determine which probe to continue to use for therapy. Noted difference in temperature readings. Currently running therapy using ts foley registering at 102.2f, rectal temperature registering at 99.8f and oral registering at 101.3f. Concerned about ts because patient was not currently producing urine. Advised foley was meant to continuously empty the bladder so the presence of urine should not affect the ts foley's ability detect core temperature. Ultimately it was a clinical decision which probe to proceed with, but keep in mind there was a large gap between the rectal and the other temperature readings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling patient to 36c in an arctic sun device trying to determine which probe to continue to use for therapy. Noted difference in temperature readings. Currently running therapy using ts foley registering at 102.2f, rectal temperature registering at 99.8f and oral registering at 101.3f. Concerned about ts because patient was not currently producing urine. Advised foley was meant to continuously empty the bladder so the presence of urine should not affect the ts foley's ability detect core temperature. Ultimately it was a clinical decision which probe to proceed with, but keep in mind there was a large gap between the rectal and the other temperature readings.